Event description:
Patient revised for knee pain.

Manufacturer narrative:
The products were not returned for examination. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient information. The initial reporting stated the products were not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.